Event description:
It was reported that during a procedure of the circumflex artery, the xience v stent delivery system (sds) was positioned at the target lesion when it was noted there was no stent present on the balloon. The sds was removed from the anatomy and a search of the packaging revealed the stent implant remained inside the protective sheath on the stylet. There was no adverse patient effect and there was no reported clinically significant delay in the procedure due to the device issue. A second device was used in the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft and in the guide wire lumen and crystallized contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and the sds being advanced into the patient anatomy. The stent implant had dislodged from the balloon and was located on the stylet, confirming the reported dislodgement. The middle of the stent implant was mangled. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the stylet 10.5 cm distal to the proximal end of the stylet, which likely occurred during packing for return analysis. The tip length and proximal and distal stent outer diameters were measured and met manufacturing criteria. The middle stent outer diameter could not be measured due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, the stent dislodged. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage; however this could not be confirmed. It was reported the stent dislodgement was not noted until the sds was advanced into the patient anatomy. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. A search of the lot history record indicated no non-conforming material reports for the lot related to the event. A query of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A followup report will be submitted with all additional relevant information.